Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-30dc serial: (B)(4) description: 30 cm twist lead, 0.016 tungsten stylet.

Event description:
A report was received that the patient was admitted due to ongoing headaches increasing in severity and a continued infection at the ipg site following an ipg explant procedure, previously reported in MFR# 3006630150-2018-01150. The patient underwent an explant procedure of the leads and lead extensions, and was then discharged. The patient is recovering and the event is resolving. The event was reported as being causally related to the procedure and hardware, leads and ipg, and not related to the study device stimulation. No device malfunction was suspected.

Manufacturer narrative:
Initial MDR should have been (B)(6) 2018 additional suspect medical device components involved in the event: model: nm-3138-55 serial: (B)(4) description: 55 cm 8 contact extension kit no additional information is provided per clinical study protocol. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was admitted due to ongoing headaches increasing in severity and a continued infection at the ipg site following an ipg explant procedure, previously reported in MFR# 3006630150-2018-01150. The patient underwent an explant procedure of the leads and lead extensions, and was then discharged. The patient is recovering and the event is resolving. The event was reported as being causally related to the procedure and hardware, leads and ipg, and not related to the study device stimulation. No device malfunction was suspected.